Event description:
It was reported that an intraocular lens (iol) was removed from the patient's eye after implantation because its haptic was found to be torn and lost. No fragments were found in its injector. Procedure was completed successfully with the back-up. There was no patient injury. No other information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Email address: unknown/not provided. Phone number: (B)(6). This report is being filed on an international device; tecnis simplicity, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the united states under PMA p980040. The device is not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Returned to manufacturer on: oct. 5, 2022. Section h3: device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed the lens was returned cut in half with a detached haptic taped to the simplicity handpiece tray. The handpiece was disassembled and a the allegedly lost detached haptic was observed inside the lens module. No further defects or assembly issues related to the handpiece were observed. Based on the return condition of the lens no further product evaluation on the lens could be performed. The complaint issue "dc-haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.